Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. (Explant date was used as event date).

Event description:
It was reported that patient was not able to get enough pain relief and was noted that patient feels shocked. It was noted that patient implantable pulse generator (ipg) site turns red when he bumped to something. The patient underwent an ipg explant procedure.